Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event for change in threshold could not be reproduced in the laboratory. While connected to a cardiac simulator, the device sensed and paced test signals normally. The device's functionality was tested manually through bench testing and out automated electrical testing system. The device met all test specs and no anomaly was observed. The root cause of the reported field event could not be determined.

Event description:
It was reported that during attempting implant there was high capture threshold. Device was not implanted.